Event description:
Reporter noted case of prolonged post-op corneal edema. Current status: patient last seen before 2004 with persistent corneal edema. Feels it is related to high number of pulses (100) used in phase 1 and phase 2 of pulse mode. No intervention reported.